Event description:
It was found that the cot retaining post screw was broken, leading to a missing cot retaining post tube, causing the cot to not lock into the cot fastening system. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.